Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 150 mcgml at 20.73 mcgday via an implantable pump. It was reported that the patient noticed loss of therapy and return of relief sporadically over the past several weeks. There were no falls or other reasons to explain the loss of therapy. The diagnostics and troubleshooting performed was dose adjustments were made but were inconclusive as to relief. The actions and interventions taken to resolve the issue was only dose adjustment. No catheter or pump studies were done. The patient and doctor were unsure about the accurate delivery of the pump and catheter due to recent erratic relief from her ms (multiple sclerosis) symptoms. The decision was made to replace both pump and catheter. The proximal piece including sutureless connector and approximately 12 cm of catheter were removed and remaining catheter was tied off with silk sutures. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 1999, explanted: (B)(6) 2020, product type catheter, product ID neu_unknown_cath, serial# unknown, explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 2001-06-03, UDI#: (B)(4); product ID: neu_unknown_cath , serial/lot #: unknown, ubd: unknown, UDI#: unknown h3: analysis of the pump revealed no anomaly. Analysis of the model 8709 catheter component revealed a non-significant anomaly of co ring/tears/cuts in the seal of the sutureless connector; no leak was seen in the laboratory. Analysis of the other returned catheter component (modal and serial number unknown) revealed no significant anomaly; the catheter component was returned incomplete/in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.